Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 13, 2015, the lay user/patient contacted lifescan brazil alleging that his onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began during (B)(6) 2015 (date/time not provided). The patient stated that he obtained a result of "160 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with a combination of metformina and diamicron diabetes medications. The patient stated that he increased his dose of diamicron medication from 30 mg to 60 mg and metformina 850 mg from 3 pills to 4 pills (date/time not provided) in response to the alleged inaccuracy. The patient denied that he developed symptoms; however because the change in medication didn't have any effect he visited his doctor (date/time not provided) where his blood glucose was tested using a doctor/clinic device and the result obtained was greater than 500 mg/dl. The patient denied that he received medical treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's blood glucose was tested by his doctor after the alleged inaccuracy began, and the result obtained was greater than 500 mg/dl. This symptom does meet lifescan's criteria for a serious injury.